Event description:
It was reported the device was leaking. The issue was identified during testing with no patient involvement.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4).additional information provided for h3, h6, and h10.a manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.a product sample was received for evaluation. No previous service history was found. Visual and functional testing were performed. The device was received with minor marks on the enclosure, large cracks around the reservoir cover screws, damaged display label, and a large crack on the enclosure around the drain fitting. The technician filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was duplicated, and there was evidence of water inside the device. The cause of the reported issue was due to leaking from the tube that connects the pump with the enclosure. The seal was broken.the root cause was unable to be determined. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported the device was leaking. The issue was identified during testing with no patient involvement.